Manufacturer narrative:
The technician found the bolt and nut holding the latching assembly to the end tube was missing. The technician replaced the hardware to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.